Manufacturer narrative:
The indication for the procedure was reported as angina. The patient received a cypher stent at the mid right coronary artery via direct stenting. The lesion was described as being quite tortuous, 15mm in length, and without calcification. Vessel diameter was 3.0mm. Post procedure stent to vessel sizing was 1:1. The stent was post-dilated at 14 atms; inflation time is unk. The procedure and video cat scan photographs have been received from the affiliate and have been submitted for independent review. Please note: device is distributed outside the united states. However, it is similar to the united states product. Any additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
New information contained in a legal file indicated that the patient has been experiencing extreme fatigue since the discovery of the stent fracture. Approximately two years after a patient had a coronary intervention, the patient experienced a stent fracture. The patient's history is significant for coronary disease and angina. The target vessel was the right coronary artery (rca). It was a tortuous vessel with a lesion length of 15mm and diameter of 3.0mm. A 3.00mm x 18mm cypher select was deployed in the lesion and then post dilated. Approximately two years later, stent fracture was observed under follow up coronary angiography performed for more frequent episodes of chest pain and shortness of breath. The fracture was also noted on a CT scan. There was no restenosis observed and no intervention has been performed. The patient is being medically managed. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan the films were submitted for independent review. The review conclusion is as follows "in review, this appears to be a stent fracture in the mid portion of the stent, which may have been due to physical properties, specifically the tortuosity of the vessel and the mobility which led to this fracture. There appears to be no apparent negative or adverse sequelae." Chest pain, shortness of breath and extreme fatigue are symptoms of many different physiological disorders. With the limited information provided it is not possible to determine an exact cause for these events as is indicated in the film review that there were no "apparent negative or adverse sequelae" related to the stent fracture. While not observed in the (B)(4) clinical trials that supported the cypher stent PMA, stent fractures are uncommon events but have been observed in long stented segments including those in which overlapping stents have been used. They have been observed in coronary segments that undergo significant motion, particularly in areas with severe angulation, tortuosity and calcification. In the cypher stent, they have been reported most often in certain lesion subgroups in which safety and effectiveness have not been established. With the very limited information available, vessel/lesion characteristics may have contributed to the event. There is no indication that there is a design or manufacturing related issue therefore no corrective action is required.

Manufacturer narrative:
Please note additional information received, which is in addition to that previously reported. Additional information will be submitted within 30 days of receipt.

Event description:
A report was received from the affiliate indicating that a stent fracture occurred approximately two years post cypher select sirolimus-eluting coronary stent implant. There was no restenosis noted at the site and therefore revascularization was not performed.

Event description:
Additional information received (B)(6) 2010: the patient has had difficulty writing, walking for a long distance, and fatigue most of the time.

Event description:
Additional information received (B)(6) 2010: since the stent fracture, the patient has had chest pain, and shortness of breath, difficulty writing, walking for a long distance, and fatigue most of the time.